Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, host tissue was minimal to moderate on the tissue inflow, on the tissue outflow, and at the stent outflow. Host tissue fused two (2) leaflets at the commissure and minimal calcification was observed near this on the inflow aspect. Vegetation or growth was observed on two (2) leaflets on the outflow aspect. The x-ray demonstrated calcification and distortion of a commissure. One leaflet had a cut near the commissure. Approximately the entire circumference of sewing ring was cut with wireform exposed on the inflow aspect; these damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic valve was explanted after an implant duration of one (1) years, six (6) months due to structural valve degeneration and high gradient. It was reported that a bacteriological analysis was performed, which may have deteriorated part of the leaflet. This was replaced with another bioprosthesis. No additional details provided.